Manufacturer narrative:
The treatment tip was returned for evaluation. During evaluation, the tip passed, leak and thermistor testing. Visual inspection found damage to the tip membrane (dielectric breakdown). The device history record was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. No patient burn occurred. Damage to the membrane of the treatment tip does not result in excessive cryogen being distributed by the system causing irritation. Cryogen discharge from can was normal during treatment. Thermage user manual and the technical bulletin instruct the operator to inspect the treatment tips for any signs of physical damage prior, during and after treatment. With respect cpt systems, solta recommends that a membrane tip inspection be performed at the onset of the procedure and every 50 (fifty) pulses thereafter. Based on the information available, the root cause of the reported event could not be conclusively determined.

Event description:
It was reported that cryogen leaked during a thermage procedure. Further follow-ups indicated that no serious injury occurred. Evaluation of the returned treatment tip revealed damage to the membrane surface. This damage was identified as dielectric breakdown.